Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient was experiencing discomfort. The patient underwent an ipg explant procedure.